Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 30mm in length and extended from a position 5mm proximal of the distal markerband to 5mm distal of the proximal markerband. It is not possible to inflate the device due to the tear in the balloon material. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 20nov2025. It was reported balloon failure to inflate and leak occurred. The stenosed target lesion was located in the arteriovenous fistula (avf). A 7.0 x 40, 75cm mustang balloon catheter advanced for dilation. During the procedure, it was noted that contrast agent kept leaking, and the balloon did not expand at all. The procedure was completed with another of the same device and there were no patient complications as a result of this event. However, returned device analysis revealed a balloon tear.